Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (3mg/ml at an unknown concentration) via an implantable infusion pump. It was reported that during a pump refill when the needle was pulled out of the septum and skin a collection of fluid developed. 25ml of clear fluid was aspirated. X-rays were taken and there was no evidence of a pocket fill. The issue was unresolved and the patient was alive with no injury. Surgery was planned for (B)(6) 2019. No further complications have been reported as a result of this event.